Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for the call was the caller was with the patient, and the patient reported that the therapy has been randomly shutting off. Therapy was turned off for two weeks prior to (B)(6) 2026. On (B)(6) 2026 therapy was turned on. On (B)(6) 2026 therapy was on for about 25% of the time, based on the diary, and the patient reported that therapy turned off automatically on that day. The patient is programmed with dtm parameters so they have subthreshold therapy and don't feel stim continuously. The caller indicated that the patient notices stim is not on and then they are checking with the remote which shows that therapy is off. The stimulation usage diary showed that therapy did not turn off over the past 30 days as a result of the ins battery depleting. The caller will have the patient maintain a diary of instances when they notice the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the cause of the patient not feeling stimulation continuously and device turning on and off was due to something the patient was doing while/before charging. The rep indicated that the patient "figured it out" and is not having that issue anymore. The issue has been resolved.